Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 350 mg/dl when admitted to the hospital and the current blood glucose value was 130 mg/dl. The customer was treated with an insulin pump. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was not active at the time of the event. The significant events leading to admission were tested with high ketones. The symptoms that the customer reported at the time of hospitalization were feeling sick/unwell and nausea. The reasons for hospitalization were emergency room visits and diabetic ketoacidosis. The customer tested for ketones. The results of the ketones were high. The hospitalization treatment was emergency medical services. The customer stated that the last 3 sensors had only lasted 5 days, and put in a new one but hours after insertion it failed. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.